Event description:
It was reported that while attempting to position the lead approximately 5 times that the sensing amplitude degraded and it was difficult to extend and retract the helix. It was also noted that there was tissue at the tip of the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): blood in/on helix/lobe mechanism, helix distorted/bent, lead damaged at implant, and blood noted on helix mechanism and helix mechanism (sleeve head); blood and tissue were visible on the helix; full lead returned and analyzed.